Manufacturer narrative:
(B)(4). Date sent: 5/18/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a semi-open colectomy, the firing knob got stuck at the firing, and the firing knob was broken off when the surgeon tried to return the knob. The device was used on the colon. The forceps were used to return the firing knob to home position. No pieces were left inside the patient. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).